Event description:
The patient contacted animas alleging that the pump would not power on after replacing the battery. The patient claimed she replaced the pump's battery after receiving a low battery warning. However, after having replaced the battery and powered pump back on she then received a replace battery warning. When she replaced the battery again, the patient stated the pump would not power on. At the time of troubleshooting, the patient denied any visible damage to the pump casing or battery cap. The patient confirmed the battery cap was secured to the pump. At there was no reported patient impact associated with this complaint

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the black box showed that the patient was not using fully charged batteries in the pump. The battery compartment and cap were found to be intact. The battery cap tightened to the pump and teh pump was exercised for 24 hours without power issues. The battery cap was tested and no contact defects were found. The pump current draws were tested and found to be within specifications. The pump was opened and no defects were found to the power circuit.